Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for unknown indications for use. It was reported that his current personal therapy manager (ptm) did not seem to be working properly. It stayed on 90 percent for several minutes, also the application was continually not responding, the patient get the box to close the application or wait. Not sure if it needs updated or not. Action: the patient referred to call medtronic patient services for possible replacement components. No symptom was reported. The issue was not resolved. Additional information was received from the patient via a company representative who reported that the patient provided information via a text acknowledging the voicemail the reporter had left stating that they had not yet attempted to contact patient services in regards to the issue they were having and stated that they would call the reporter when they had time but to date the reporter had not heard back from the patient, so the cause of the ptm (personal therapy manager) staying at 90% for several minutes/continually not responding had not yet been determined and it was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.